Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made but were unable to resolve the issue. The patient was stable.